Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked case on display window corners, cracked reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they suspended the insulin pump. Customer stated that the insulin pump was against the body and she was sweating prior to the alarm. Customer's blood glucose reading at the time of the call was 226 mg/dl. No further information reported.